Event description:
Pt has used the philips CPAP machine that has been recalled. She has used this machine for several years. Recently she was diagnosed with a pelvic tumor, difficult to classify but likely a low grade sarcoma. FDA safety report ID# (B)(4).